Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the chamber separated from the tubing. The reported condition was verified and the cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution set was leaking at the tubing below the drip chamber. This occurred while the set was being primed with saline. There was no patient involvement. No additional information is available.